Event description:
Bowel injury; injury repaired and patient is doing well, implant left intact.

Manufacturer narrative:
It cannot be ruled out that a technique deviation contributed to this event. A bowel retractor was not used by the surgeon, which is an optional instrument and mitigates the risk of this event. Bowel injury is a known risk of the procedure, as stated in the instructions for use of the product: "the most frequently stated risks are: bowel injury and associated presacral or disc infection, or intraoperative hypotension"